Manufacturer narrative:
(B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: they noticed fluid was leaking from the joint in the middle of the caresite valve. Chemotherapy leaked. No patient injury.